Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On 10/20/2023, the patient experienced a skin reaction with infection, redness, and a rash under the sensor pod and overlay patch area. The patient also had a fever. The skin was prepped with alcohol prior to sensor insertion. The patient consulted with a doctor and was prescribed topical mupirocin ointment and oral amoxicillin. The patient was in good condition at the time of report. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: investigation findings - 4112 analysis of information provided by user/third party.